Manufacturer narrative:
(B)(4). Device evaluation received 7.2.15. Conclusion: motor - (B)(4): brake engages/disengages properly during bench test. Brake static torque tested with torque wrench and exceeded 25 inch pounds. Gearbox - (B)(4): gearbox operated properly during bench test. Good coupler.

Event description:
Provider states the left brake will not lock, just spins.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the left brake will not lock, just spins.